Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The lfs customer care advocate noted that the meter received trauma and the issue with it not turning on first occurred on three days earlier at 6:00 pm. The patient reported that she skipped taking 200 units of 70/30 novolin insulin and 40 units of lantus insulin as a result of the reported issue. The patient was dizzy, shaky, and throwing up after skipping the insulin. A result of 327 mg/dl was obtained on an emt meter on the following day, at 10:15 am. The patient received the blood glucose test and no other treatment. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and she skipped taking insulin. She claims she experienced symptoms and a result of 327 mg/dl on an emt meter after the meter issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.